Manufacturer narrative:
(B)(4). The customer did not return a complaint sample; however, they supplied a photo showing a cvc. The cvc was still inside the patient. Visual analysis revealed that distal extension line had separated. The distal luer hub was not shown in the image so the exact location of the extension line separation could not be determined. A device history record review was performed, and no relevant findings were identified to suggest a manufacturing related cause. The IFU provided with the kit informs the user, "do not apply excessive force in removing guide wire or catheter. If withdrawal cannot be easily accomplished, a chest x-ray should be obtained and further consultation requested." The report of an extension line separation was confirmed through examination of the customer photo. The image shows that the distal extension line was separated; however, the actual complaint sample was not returned for analysis. A device history record review was performed with no relevant findings to suggest a manufacturing related cause. The probable cause of the catheter extension line damage could not be determined based upon the information provided and without the actual complaint sample returned for evaluation. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports that the extension line was found broken after four days of usage. A new device was inserted.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
The customer reports that the extension line was found broken after four days of usage. A new device was inserted.